Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunction. Therefore, this event did not and does not meet the reporting requirements stipulated in 21cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Healthcare professional reported that patient came in on the (B)(6) 2018 for check up . Culture was performed, and the result came back on (B)(6) 2018. The culture was negative indication no sign of infection or growth. Patient came back to the office on (B)(6) 2018 for check up and results still negative and patient was doing great. It was also started that patient has no preexisting history of uti.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence and fecal incontinence. Patient said they've been passing gas. As a result of what was reported, they were advised to contact their healthcare provider (hcp) with questions regarding medical advice or with questions about their health. Four days later, patient said they were in a good deal of pain the night prior and their device became unplugged. On (B)(6), patient was experiencing a good deal of pain to the point where they went to see their hcp. At this point, they were diagnosed with a urinary tract infection (uti). On (B)(6), the patient again mentioned her uti but noted that it seemed to be clearing up. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the device becoming unplugged was not determined. It was confirmed that the urinary tract infection (uti) was not related to the patient's underlying urinary dysfunction. There were no further symptoms or complications reported or anticipated.